Event description:
Outbound. Pt reports had a defective cadd cassette that kept triggering the alarm on cadd legacy pump as high pressure, caused her to lose two vials of veletri in the mixing process. Replacement vials sent. Cassette lot 4116346; unavailable to return. No further details provided.